Event description:
It was reported that the external pulse generator was not working. The generator was returned for service. There was no patient involvement. It was further reported that the generator subsequently tested out of specification during manufacturer's preliminary analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.